Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (machine failure) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num 2028159-2023-00382. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console was failed and the system would not start up. Procedure details and patient impact were not reported.